Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. No issues were noted with the device. On (B)(6) 2013, following the procedure, the patient experienced exacerbated asthma with symptoms of cough, chest tightness, and wheezing. The patient was admitted to the hospital and was treated with medication. (Medication unknown). The patient was discharged on (B)(6) 2013. The event was considered resolved as of (B)(6)2013. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.68, fev1 % predicted: 89.63, fvc: 3.20 , fvc % predicted: 86.72. Post-bronchodilator: fev1: 2.74, fev1 % predicted: 91.64, fvc: 3.18, fvc % predicted: 86.18. Additional information received as of (B)(4) 2014: according to the complainant, the patient was treated with, prednisone taper,albuterol, atrovent for the exacerbated asthma. Additionally, the patient was also treated with heparin prophylactically for deep vein thrombosis (dvt).

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. No issues were noted with the device. On (B)(6) 2013, following the procedure, the patient experienced exacerbated asthma with symptoms of cough, chest tightness, and wheezing. The patient was admitted to the hospital and was treated with medication. (Medication unknown). The patient was discharged on (B)(6) 2013. The event was considered resolved as of (B)(6) 2013. Baseline spirometry values: visit date: (B)(6) 2013 pre-bronchodilator: fev1: 2.68 fev1 % predicted: 89.63; fvc: 3.20 fvc % predicted: 86.72; post-bronchodilator: fev1: 2.74; fev1 % predicted: 91.64; fvc: 3.18; fvc % predicted: 86.18.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.